Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the introducer needle broke. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of a broken introducer needle could not be confirmed. A root cause cannot be determined.